Manufacturer narrative:
.

Event description:
Baxter reported that a transfer set separated from the titanium adapter on the day after an operation. A doctor confirmed that the connection was firm during operation. Exchange was performed only once after the operation. The set was wrapped by gauze except for the exchange. The actual sample was available for eval. There was no pt injury or medical intervention.